Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 4.00x12mm stent delivery system (sds) was returned for analysis. The device was received into the decontamination lab.device was received in an opened bsc box packaging and hoop. The sds was returned with stent on balloon. The hypotube was kinked. It was noted that the hypotube surface felt rough on approximately half of the hypotube. The decision was taken to not decontaminate the device so that the evidence of the hypotube roughness would not be removed. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The stent was returned without a stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 120mm distal from the distal end of the strain relief. During the tactile examination of the hypotube a roughness was noted on hypotube surface beginning 34cm distal to the distal end of the strain relief and continuing distally along the remaining length of the hypotube, the most severe roughness was noted beginning 34cm distal to the distal end of the strain relief and extending distallyfor approximately 27cm. When the rough area was inspected under the scope the roughness appeared to be caused by a clear substance on the hypotube surface at the sites which felt rough. The clear substance was crystallised in appearance. The substance coated the circumference of the hypotube at some sites and in other sites appeared as a blob or as flakes. One of the sections of the hypotube with the clear crystallised substance was selected and a test was carried out to see if it could be removed with room temperature water. At one site on the hypotube (391mm proximal to the wire exchange port) there was a raised section of this clear substance, a droplet of water was placed on the substance at that particular site. After 5 minutes the water was gently dabbed away, and the raised substance was no longer present. Once this substance was removed that section of the hypotube was normal in appearance and no longer felt rough. This demonstrated that the clear crystallised substance noted on the hypotube shaft was not stuck to the hypotube, was not a part of the hypotube and was soluble in water. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no issue with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that the shaft coating peeled off. The target lesion was located in a coronary artery. A 4.00x12mm promus element drug-eluting stent was advanced for treatment; however, it was noted that the coating on the middle part of the delivery shaft peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the abscission occurred outside the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that the shaft coating peeled off. The target lesion was located in a coronary artery. A 4.00x12mm promus element drug-eluting stent was advanced for treatment; however, it was noted that the coating on the middle part of the delivery shaft peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.